Manufacturer narrative:
Updated h6-type of investigation, investigation findings, investigation conclusions. Corrected h6- impact code, clinical code. The device was not returned for evaluation. The procedural video was provided, and the following was observed: fluoroscopy video demonstrated balloon burst after valve deployment. The complaint for balloon burst was confirmed through the provided procedural video. However, the complaint for difficulty or inability to withdraw system through vasculature was unable to be confirmed due to no device return and no applicable imagery provided. No manufacturing non-conformance was identified during the evaluation. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on transcatheter heart valve delivery systems are subject to increased risk of burst in a calcified landing zone. As per information received by the site, calcification was present in the annulus and at the valve leaflets and that the "balloon burst could have been caused by sharp calcium (most likely)". The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressures, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on patient anatomy which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve (thv) procedure, additional assessment of the failure modes is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in south africa, this was a case of a 29mm sapien 3 valve in aortic position by transfemoral approach. The intervention proceeded as normal. The valve was put in position and the rapid pacing started. The balloon was inflated halfway, contrast was injected to check the final position, and it was proceeded to complete the inflation. Just before the balloon was fully inflated, it burst horizontally. The inflation volume was 33ml without extra volume added to the balloon prior to the inflation. The burst balloon was cautiously removed to avoid the umbrella effect. The nosecone side of the balloon became caught in the femoral artery in the groin area. The decision was made to surgically open the affected area with a cut down. The balloon was successfully removed with difficulty and a vascular surgeon proceed to repair the damage. Despite the balloon burst, the valve was implanted. Initially the decision was made to go back with a new delivery system to inflate again, but after the damage to the femoral artery, and the evaluation of the valve performance, it was decided that it was not necessary to re-inflate.